Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Left knee. Prior to cementing of implant, the doctor was making perforations in the tibial surface. The tip of the drill bit broke off into the tibia. We were unaware a piece was missing until after we had cemented the implant in. The tip was embedded into the tibia below the implant.

Manufacturer narrative:
An event regarding crack/fracture involving a 1/8¿ peg drill was reported. The event was confirmed. Method & results: device evaluation and results: examination of the device by the mar engineer indicated that the device fractured over bending overload. Part of the peg drill tip has been fractured off. Medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there have been 2 other events for the lot referenced. Conclusions: the investigation concluded that the peg drill fractured due to bending overload which was determined by the mar team. Visual inspection also showed that a part of the peg drill tip has been fractured off.

Event description:
Left knee. Prior to cementing of implant, the doctor was making perforations in the tibial surface. The tip of the drill bit broke off into the tibia. We were unaware a piece was missing until after we had cemented the implant in. The tip was embedded into the tibia below the implant.